Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: review of the black box and alarm history shows no alarms related to the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Pump was exercised for 24hrs with no alarms occuring. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately (see attached). Unable to duplicate the complaint. Cartridge cap was not returned. Test cartridge cap and returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had blood glucose (bg) levels down to 35mg/dl with symptoms of dull headache, cognitive impairment, and confusion. The patient self-treated with glucose. Customer support was unable to review pump with reporter for details; only that time and date were correct and boluses recorded correctly. This complaint is being reported because the patient experienced hypoglycemia and the pump cannot be eliminated as a cause of/contributor to the bg excursion.